Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was exhibiting possible intermittent undersensing. The patient reported feeling short of breath. The ra lead remains in use. No further patient complications have been reported as a result of this event.